Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a dorsal scapholunate reconstruction procedure for tendon and fibertape fixation the anchor of the device broke between anchor threaded part and forked tip. The tip broke of at the stage when surgeon could not insert the threaded part in the bone and due to that took the anchor out. The forked tip could no longer be screws on and the affected anchor was not used. All broke parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the device was received without the screw or forked eyelet. It was found that the tip of the driver in which the eyelet sits was found to be within tolerance. No problem was found from the device.